Event description:
It was reported that during a laparoscopic colon procedure, display showed a instrument error after a few times; no further information is available. Another device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Eval summary: the handpiece was received in good physical condition. The handpiece was tested with a generator and a test instrument, and an error code 3 was displayed. No error 5 was displayed. The instrument was disassembled to inspect internal components and a torn acoustic isolator and corrosion between the electrodes, evidence of moisture ingress. Internal electrical testing revealed that the circuit was open. The handpiece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the handpiece cavity during the steam sterilization process. The handpiece is exposed to steam at high pressure. If steam enters the handpiece housing, it results in moisture inside the handpiece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. It is probable that the moisture between the electrodes affected the handpiece functionality resulting in an error code.